Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 63 year-old male patient with post-cardiotomy cardiogenic shock and low cardiac output syndrome following coronary artery bypass graft and valve replacement surgery. The patient¿s clinical state prior to initiation of support was not reported. In the operating room, upon arrival to support device implantation, the vascular graft had already been attached, and the axillary sheath was in place and secured with clamps. The provider reported difficulty crossing the newly implanted bioprosthetic aortic valve despite the use of multiple guidewires and catheters, with no successful advancement across the valve. Due to the inability to cross the aortic valve, the patient was placed back on cardiopulmonary bypass, and the heart was arrested. An aortotomy was performed to facilitate direct advancement of the guidewire across the aortic valve. The aortotomy was subsequently closed, and the impella 5.5 device was loaded onto a 0.018-inch guidewire, advanced, and positioned within the left ventricle. While on support, pump parameters and performance metrics were not reported. The patient expired while on impella support. The death is conservatively being reported; however, it is likely attributed to the patient¿s underlying critical clinical condition, including post-cardiotomy cardiogenic shock and low cardiac output syndrome.